Event description:
Boston scientific received information from a patient advocate that the patient was re-admitted to the hospital post implant with chest pain. The physician monitored the patient four days and had the field representative check the cardiac resynchronization therapy defibrillator (crt-d) as well. The patient advocate noted the physician and field representative informed the patient that the crt-d was adjusted but his heartbeat seemed uncontrollable. Even though this was the case the patient was released to home and later died. The patient advocate reported the patient died from fibrillation. He questioned why the device did not prevent the fibrillation.

Manufacturer narrative:
Attempts to obtain additional information from the field were unable to determine if the fibrillation was atrial fibrillation or ventricular fibrillation. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Additional information was received from the patient advocate that the patient died due to ventricular fibrillation. He was concerned that the device did not treat the ventricular fibrillation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.